Event description:
It was reported that labels are peeling with a bd vacutainer® sst¿ blood collection tubes. The occurrences are listed below, they were discovered prior to use. The following information was provided by the initial reporter: (1 of 2). It was reported the labels were peeling off the tubes. 9030860 - 38 packs (3800 each), 9059682 - 72 packs (7500 each), 9046991- 21 packs (2100 each), 9018758 - 13 packs (1300 each).

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9018758. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-18. Medical device lot #: 9030860. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-30. Medical device lot #: 9046991. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-15. Medical device lot #: 9059682. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-28." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labels are peeling with a bd vacutainer® sst¿ blood collection tubes. The occurrences are listed below, they were discovered prior to use. The following information was provided by the initial reporter: (1 of 2) it was reported the labels were peeling off the tubes. 9030860 38 packs (3800 each). 9059682 72 packs (7500 each). 9046991 21 packs (2100 each). 9018758 13 packs (1300 each).